Event description:
During an implant procedure, a high capture threshold was observed on the right ventricular (rv) lead. The rv lead was attempted to be repositioned, but the helix of the lead was alleged to be damaged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of ¿the probe was damaged due to repositioning¿ and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray and visual examinations of the lead found the helix was normal. After cleaning the blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.